Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, ¿the switches on the front panel are not functioning" was caused by failure of any or all of these components which required replacement: patient-circuit boards, (dp boards, dx boards, cm boards, cp boards) and converters. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was caused by a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii video system center processor was unable to do white balance and auto brightness was not functioning during preparation for use. After checking, the front panel switches not functioning. The case was proceeded and completed with manual brightness control. There was no report of patient harm or user injury associated with this event. This report is being submitted for the front panel switches not functioning.